Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead had trouble trying to be implanted. The physician elected to not implant the lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.